Manufacturer narrative:
Correction to initial MDR. This was previously reported in MFR#3006630150-2016-00667.

Event description:
A report was received that the patient had multiple issues with charging. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had multiple issues with charging. The patient will undergo a revision procedure wherein the ipg will be replaced.